Event description:
It is reported that the lens was explanted due to patient's report of dissatisfaction with vision (refractive surprise).

Manufacturer narrative:
Customer reported that the device was discarded precluding further evaluation. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.